Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. There was contamination on connector j1000 on the ca board and connectors j1002aa and j1003aa on the defibrillation board. Additionally, high voltage travelled to low voltage circuitry, damaging multiple components on each pca. The cause for the high voltage travelling to the low voltage circuitry was the contamination. The root cause for the contamination was the ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to power on.